Event description:
Applied medical 2.3mm disposable angioscope would not display picture during surgical procedure. Replaced with identical scope which worked fine. Reason for use: left fem-pop bypass with insertion of saphenous vein.